Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. Subsequently, the patient's scs system was explanted and replaced with a different manufacturer's system.